Event description:
A low reading issue was reported with the adc device. The customer received an unspecified lower sensor scan result compared to an unspecified reading obtained on a competitor brand meter. As a result, the customer experienced a loss of consciousness and was provided unspecified treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). Observed no failure modes upon visual inspection of the plug assembly. Attempted to reprogram the returned sensor patch, however, an error occurred during reprogramming. This error prevented the returned sensor patch from being reprogrammed and therefore, the issue was sent for further extended investigation. An extended investigation was performed on the returned sensor. Visual inspection was performed and no physical damage was observed. Attempted scanning and reprogramming the puck however the sensor couldn't communicate with the evaluation module (evm). Therefore, the issue is unable to test. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.